Event description:
The user facility reported that the patient had a percutaneous coronary intervention (pci) on (B)(6) 2024 at about 5:30pm. An hour later the tech stated that the device was inflated with about 12 ml's of air. The device did not seem to be leaking, and it was believed that hemostasis was maintained. As the tech turned around to clear the table and start removing her gown, the tech noticed that the patient was bleeding from the radial site. The tech stated that the patient did not bleed as much since the tr band was placed in a pretty snug in place. They immediately inflated the balloon on the tr band and held proximal pressure to open a vascular band and replaced the tr band for hemostasis. The patient did okay after that and was taken to their room. The blood loss less than 250cc's. There was no patient injury or require surgical intervention. Additional information was received on 11nov2024: the patient was discharged on (B)(6) 2024 at 13:22. There was no hematoma and was considered stable after they applied the vascular band in place per the nurse. Per the tech and nurse, there was no damaged noted to the device.

Manufacturer narrative:
E3: occupation: cathlab tech. One unused same lot sample has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One sealed and unopened tr band was returned assessment. The device was opened to perform functional testing. No damage or deformities were noted on the band or inflator. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were identified from the balloon assembly or check valve. The sample passed leak testing. The sample was subject to additional leak testing per procedure, 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours, the air was removed and 14ml of air remained in the band. The sample passed additional leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, no damage or foreign matter was found. The complaint cannot be confirmed for air leakage issues because the returned sample passed all leak testing, and no damage or foreign matter was found in the check valve. No failure was detected on the returned device. The returned device was unused. The exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).